Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient encountered infusion set occlusion in tubing event on 20-june-2024. The patient replaced the infusion set and insulin was resumed successfully. No further information available.